Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. At this time, it is unknown if the reported event is related to procedural issues, patient resistance or non-compliance to medication, or a silk road medical device, hence, the event will be reported out of abundance of caution. Silk road medical will continue to monitor for occurrences of similar events. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that after a left transcarotid artery revascularization (tcar) procedure, the patient was unable to open their eyes and was unable to move their right arm upon waking up from anesthesia. Imaging revealed a left hemisphere embolic stroke. The patient was placed on heparin drip no additional surgical intervention was performed. The patient's symptoms have improved, but the patient had not made a complete recovery. At this time, it is unknown if the reported event is related to procedural issues, patient resistance or non-compliance to medication, or a silk road medical device, hence, the event will be reported out of abundance of caution.

Manufacturer narrative:
Additional/updated information can be found in the following fields: b4: date of this report. B5: describe event or problem. B6: relevant tests/laboratory data, including dates. G3: date received by manufacturer. G6: type of report. H2: if follow-up, what type? H6: adverse event problem (investigation conclusions). H11: manufacturer narrative: the reported event is due to dapt non-compliance and there is no evidence that a silk road medical device caused or contributed to an adverse event or that a malfunction occurred. This follow-up MDR is being submitted to indicate that the initial MDR report is being retracted.

Event description:
This supplemental MDR is being submitted to update with additional information received on 12 july 2024 and 15 july 2024: platelet function test was performed a day after tcar procedure, which revealed platelet reactivity unit (pru) value of 247, indicative of reactive platelets (resistance or non-compliance). Additionally, it was informed that this patient was non-compliant with dual antiplatelet therapy (dapt) for couple of days prior to tcar procedure as confirmed by the patient's family. The patient's platelet reactivity unit (pru) value was 9, four days after the tcar procedure indicating platelet inhibition. It is unknown if the physician altered medication or continued the patient on dual antiplatelet therapy (dapt) regimen.